Event description:
It was reported that cuff leakage was found during patient use. The issue was resolved when replaced with a different lot. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information received via customer response email 07-apr-2022: the issue happened with three different patients, and tube change was required for all of them.